Event description:
Supplemental report is being submitted due to the device returned and lab evaluation on 11-nov-25. Updated on 24sep2025 1. Can the tracking # of the returned device be provided? 2. Was gaining access to the target site difficult? No. 3. Was puncture of the targeted site difficult? Slightly 4. Was the device used in a tortuous position? No. 5. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return?not answered 6. If not with the device in question, how was the procedure performed and/or finished? With another needle 7. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end) (proximal end) or patient end (distal end))? Not answered 9. Was resistance felt while inserting the device through the scope? No. 10. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 11. Was the stylet partially removed when advancing the needle into the target site? Yes 12. Was it possible to be fully retract before removing the needle from the patient? Yes, with additional force. 13. How many samples were obtained (passes completed) with this needle? 1.

Manufacturer narrative:
Device evaluation 1 unit of lot number c2250608 of echo-1-22 was returned for evaluation, opened in its original box. The device related to this occurrence underwent a laboratory evaluation on the 08th of october 2025. On evaluation of the devices the following observations were made: visual inspection: device returned with stylet separate from device and needle protruding from the distal end of sheath. Proximal kink below sheath extender observed. Stylet examined and no issue observed. Functional inspection: sheath extender does not pass the kink, would only advance to position 3. Unable to advance or retract needle handle. Needle removed from device and proximal break observed at location of kink below sheath extender. The reported failure was observed. Images were provided to support the complaint investigation. The first image shows the map80 label with the lot number, while the second image displays the needle and stylet. Manufacturing records prior to distribution, all echo-1-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2250608 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the ¿notes¿ section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause analysis a definitive cause could not be determined from the investigation. However, it is possible that the use of excessive force during the needle advancement contributed to the failure. This force may have caused the needle to fracture below the sheath extender, resulting in resistance when retracting the stylet and difficulty in advancing the needle during tissue retrieval. The broken needle would also explain why the stylet could only be advanced up to the connection point between the handle and sheath tube, and why the handle adjustment mechanism moved freely without producing any movement in the needle. A CAPA (CAPA 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Confirmation of complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer, needle advancement difficulty. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. It is possible that the use of excessive force during the needle advancement contributed to the failure. This force may have caused the needle to fracture below the sheath extender, resulting in resistance when retracting the stylet and difficulty in advancing the needle during tissue retrieval. The broken needle would also explain why the stylet could only be advanced up to the connection point between the handle and sheath tube, and why the handle adjustment mechanism moved freely without producing any movement in the needle. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Upon inspection of the product, no issues were found. Inserted the biopsy needle into the endoscope. When adjusting the biopsy length, the needle failed to extend smoothly. Forced extension occurred after applying force. Retracting the stylet during biopsy proved difficult. After completing the first biopsy and attempting to retrieve tissue cells, pushing the needle remained difficult. The stylet could only be inserted up to the connection point between the handle and sheath tube, unable to advance further. Handle adjustment for needle length was smooth but no longer effective. Suspect needle fracture. The nurse confirmed the needle breakage by removing it from the front tube.